Event description:
It was reported that the user experienced recurrent low blood glucose while using the ilet with u-200 insulin, including a documented nadir of 45 mg/dl and a high of 227 mg/dl, with the device issuing low glucose alerts. Review indicated nocturnal hyperglycemia followed by ilet corrective insulin leading to downward trends, and a pattern of the patient overtreating hypoglycemia and announcing meals during lows. Symptoms included hypoglycemia and hyperglycemia. Outcomes included continued use of oral glucose for treatment without escalation of care. Investigation included review of device data by the trainer and confirmation by another reviewer. Investigation of this case revealed user management factors, specifically overtreatment of lows and meal announcements during hypoglycemia, contributing to hypoglycemia while the device functioned as designed providing correction doses. It was concluded, based on previously established findings for similar reports, that the cause was user-related use error in hypoglycemia management.